Event description:
It was reported that a transient ischemic accident (tia) and thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device with delivery system (wds) was used. On (B)(6) 2021 the implant procedure was completed successfully with all criteria for placement met. Due to a history of bleeding the patient was administered warfarin post procedure. 45 days post procedure the patient presented with melena and was prescribed aspirin in place of warfarin. The patient still presented with melena and all medications were ceased. 73 days post procedure, (B)(6) 2021, the patient experienced a cerebral infarction. A transesophageal echocardiogram was performed which revealed a 10mm thick thrombus on the surface of the closure device. Heparin was administered to treat the thrombus. No further information on the status of the patient is available.

Event description:
It was reported that a transient ischemic accident (tia) and thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device with delivery system (wds) was used. On (B)(6) 2021 the implant procedure was completed successfully with all criteria for placement met. Due to a history of bleeding the patient was administered warfarin post procedure. 45 days post procedure the patient presented with melena and was prescribed aspirin in place of warfarin. The patient still presented with melena and all medications were ceased. 73 days post procedure, (B)(6) 2021, the patient experienced a cerebral infarction. A transesophageal echocardiogram was performed which revealed a 10mm thick thrombus on the surface of the closure device. Heparin was administered to treat the thrombus. No further information on the status of the patient is available. It was further reported that this adverse event was a cerebral vascular accident and not a transient ischemic attack as the symptoms are ongoing. Additionally the thrombus visualized on (B)(6) 2021 was reported to be pedunculated and non mobile. The patient remains hospitalized and on heparin.